Manufacturer narrative:
This complaint has been re-evaluated as part of a corrective action related to an observation on risk management identified during an FDA inspection. H6 - heath effect code: no code available for "roof of the mouth causes cuts". Investigation: neither sample nor picture is available for investigation, the report failured cannot be determined. Per the customer reported failure, "when removed, the end in contact with the roof of the mouth causes cuts and sometimes significant bleeding." We have tried to reach out to the customer to obtain additional information surrounding the reported failure, and the customer provided feedback stating, "they're unhappy with ambu and returning all their stock." After further communication with the customer, the customer provided feedback that it's not a material vigilance issue, and by us, it clearly seems to be a problem of manipulation. According to the IFU, do not use excessive force when inserting and removing auragain as this can lead to tissue trauma. This is the first report on the reported failure, in the past 12 months. This seems that it is not a product issue, it looks like something that is subjectively difficult to handle or not satisfied with the products offered from ambu. Therefore, no further action is required.

Event description:
Traumatic removal of the mask when removed, the end in contact with the roof of the mouth causes cuts and sometimes significant bleeding. Patient outcome: bleeding from the patient's palate.